Event description:
It was reported that the patient experienced hypoglycemia at 48 mg/dl after having a large amount of insulin on board following prior hyperglycemia and treated the low with oral fast-acting carbohydrates per coaching. Customer care provided support that included troubleshooting and education on appropriate hypoglycemia treatment. Investigation of this case revealed that excess insulin on board contributed to the hypoglycemic event and that the patient risked overtreating hypoglycemia, for which education was provided. Symptoms included dizziness associated with hypoglycemia. Outcomes included return to target range later that night without hospitalization. It was concluded, based on previously established findings for similar reports, that user-related factors associated with insulin on board and carbohydrate treatment contributed to the event.